Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted that the complete lead was returned. Set screw mark noted on terminal pin at correct location. The lead was found cut through in the insulation 44 cm from terminal pin, it could be caused during explant. The lead passed electrical testing.

Event description:
Boston scientific received information that the left ventricular assist device created poor sensing and increased pacing thresholds. The right ventricular (rv) lead was explanted. A new lead was placed. No additional adverse patient effects were reported.